Manufacturer narrative:
Lifescan has requested the return of the subject strips for evalution, but has not yet received them. If the strips are returned, lifescan will evaluate them and, if the strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
A patient reported blood glucose results of 224 mg/dl with a lifescan meter; however, the patient did not provided a second reading for a valid comparison. The customer service rep walked the pt through two consecutive control solution tests and both results fell outside the specified range. Based on the failed quality controls tests, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Test strips were replaced.